Manufacturer narrative:
PMA/510(k) #: exempt. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after "several" stone extractions, an ncircle tipless stone extractor's "sheath root" broke at the handle, causing an inability to open and close the basket. The device was inspected/tested prior to use in the uncoiled position and functioned properly. A laser was not used in conjunction with the basket. Nothing in the patient's anatomy kept the basket from opening or closing. The procedure was completed with another same type device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects.

Manufacturer narrative:
Event description:as reported, after "several" stone extractions, an ncircle tipless stone extractor's "sheath root" broke at the handle, causing an inability to open and close the basket. The device was inspected/tested prior to use in the uncoiled position and functioned properly. A laser was not used in conjunction with the basket. Nothing in the patient's anatomy kept the basket from opening or closing. The procedure was completed with another same type device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects.investigation ¿ evaluationa visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned for investigation in an open, labeled package.there were three significant kinks/bends in the basket sheath. The support sheath and basket sheath were separated near the handle. One of the wires in the basket was broken. A review of the device history record found no non-conformances related to the reported failure mode.a review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the complaint file, device history record, complaint history, and quality control documents does not provide evidence to support that the device was manufactured out of specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur.the returned device was found to be nonfunctional due to sheath damage. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined.per the quality engineering risk assessment, no further action is required.the appropriate personnel have been notified, and we will continue to monitor for similar complaints.this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.